Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the monopolar curved scissors instrument's tip was broken. The procedure was completed as planned with no reported injuries.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) monopolar curved scissors (mcs) instrument was analyzed and found to have the hook missing from the tip. Hook was not returned with the instrument. The complaint regarding damaged instrument was confirmed by failure analysis. The probable root cause is attributed to damage during use.

Event description:
Refer to h11 for follow-up information.